Event description:
Patient was revised to address polywear.

Manufacturer narrative:
Examination of the submitted device confirmed unanticipated wear for a polyethylene knee device implanted for approximately nine years. The investigation could not draw any conclusions about the root cause of the polyethylene wear. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.